Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. (B)(4), the manufacturing facility, stated at the time based on the fact that no discrepancies were noted for the products being accepted. Provided information states the fracture was healed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Screw breakage was noted after implantation. Revision was done due to healed fracture. To remove the screw, trephine was used and fibula was ground by chisel. Time of the surgery was delayed by 45 minutes.